Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down and that the wake button was delayed in responding to touch. Additionally, it was reported that an auto-off alarm occurred. Customer alleged that there had been interaction with the pump prior to alarm. The customer's blood glucose was 153 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery and wake button issues were verified. Additionally the auto off alarm was verified in the pump logs; however, no failure was identified.